Manufacturer narrative:
Investigation summary: bd received samples and a photo for investigation. In the customer-provided photo, the device is shown with the hub separated from the collar. Upon functional inspection of the 6 returned samples for hub/collar separation and defective locking mechanism, all samples passed functional tests, as the safety shields were able to be activated properly with no signs of damage or device separation. Additionally, a total of 20 retained samples were functionally inspected for hub/collar separation and defective locking mechanism. These retained samples also passed functional tests, with the safety shields activating properly and no signs of damage or device separation observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: hub/collar separation. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needle, the green cap and pink safety feature fell off when attempting to perform venipuncture. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k982541. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needle, the green cap and pink safety feature fell off when attempting to perform venipuncture. No adverse impact was reported regarding the patient or user.